Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented with an infection at the implanted device pocket site. The physician explanted the entire system ¿ implantable cardioverter-defibrillator (ICD), right ventricular lead and atrial lead due to infection. The patient condition was unknown.

Manufacturer narrative:
Correction: please retract this report 2017865-2024-39810 as the the infection is not related to the implant site or product as the infection occurred due to another factor or source.